Event description:
Effusion in both knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse regarding a (B)(6) male patient, initials (B)(6), with knee pain. The patient's medical history was significant for previous treatment with two series of three injections of synvisc (in 2010 and 2012). On (B)(6) 2013, patient initiated treatment with synvisc (hylan gf-20 injection, at a dose of 02 ml (frequency and route of administration not provided). On (B)(6) 2013, patient received second synvisc injection and arthrocentesis was performed with 32 cc of fluid aspirated from the right knee and 60 cc of fluid from the left knee. The patient was treated with cortisone injection in both knees. Also, the patient was reported to be in a lot of pain. The action taken with synvisc treatment was not provided. The patient had not yet recovered from the event of effusion of both knees. Concomitant medications were not provided. The intensity for the event was not provided. The causal relationship of synvisc with the event was not provided by the reporting nurse.

Manufacturer narrative:
The quality assurance (qa) investigation summary was received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot # w1202, with expiration date 2015-09 and lot # v1211, with expiration date 2015-08 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # w1202 and v1211, no CAPA is required. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.